Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected); "mild glare" (visual disturbances). Product problem(s): "none reported" (no information [iol (intraocular lens) implant). A surgeon reported refractive surprises in three bilateral and one unilateral pts following intraocular lens implant surgery. This pt reported she was happy with her distance and intermediate vision, right eye being better than left and she can read everything she wants. The pt did report mild glare, but did not consider this an issue. Additional info has been requested. There are seven medical device reports associated with this event. This report is for the right eye of the first pt.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/05/2010, 08/09/2010, 08/17/2010, and 08/20/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).